Manufacturer narrative:
(B)(4). Damaged anvil former. Devices (a) and (c) were received in good visual condition. Device (a) was tested for functionality and it was noted that the staples were partially forming and ejected from the device as the anvil was noted to be bent. This deformation in the anvil will prevent the staple to be held in the firing chamber for its complete formation, resulting in an ejected staple. Device (c) was received in good visual condition. The device was tested for functionality and it was noted that the staples were partially forming and ejected from the device as the anvil was noted to be bent. This deformation in the anvil will prevent the staple to be held in the firing chamber for its complete formation, resulting in an ejected staple. The appropriate engineering personnel have been notified of this incident. Device (b) was received in good visual condition; the instrument was tested for functionality and it fired the remaining 31 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a clavicle incision closure procedure, the registered nurse tried closing the incision with the device but all the staples were coming out flat and unformed. Two more staplers, from the same lot number, were opened with same result. The case was completed using a fourth device of the same product code. There were no patient consequences.